Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the suggested phenomena: - it is speculated that the sheath buckling occurred due to bending load being applied during pre-use inspection or when inserting it into the endoscope. - the sheath tip being broken was presumed to have been caused by the needle being forcibly pushed through the side of the sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single-use aspiration needle's sheath was found to be buckled, and the sheath tip was broken from perforation from the needle. There was no patient involvement.